Event description:
Patient correspondence: patient states they were was revised due to pain. No authorization forms were received from patient. The patient's wife did not state what type of hip her husband had and therefore this is not a complaint. Update rec'd 1/22/15- patient authorization forms were received. Medical records were also received. The complaint was updated on: 2/09/15. Update rec¿d 01/22/2015 - patient's medical records were received. Medical records indicate the patient was revised to address pain. Upon revision the patient was found to have probable bursitis and tendinitis but there were no signs of metal wear debris. The complaint was updated on: 02/16/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.